Manufacturer narrative:
This (B)(6) male patient from the (B)(4) study experienced restenosis approximately one year post implantation of four cypher stents. Past medical history includes history of angina, hyperlipidemia and gerd. During the index procedure the patient received four stents to treat a 50% ostial lesion in the proximal rca, a 100% stenosed lesion in the mid rca and a 75% stenosed, type c lesion in the distal rca. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. One 3.5x28 mm cypher stent in the ostium of the proximal rca, two overlapping 3.0x33 mm cypher stents in the proximal portion of the mid rca. Pre-dilation was not conducted before the implantation of a 2.5x 18 mm cypher stent in the mid portion of the distal rca. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Approximately eleven months later, the patient was found to have in-stent restenosis in the cypher stent in the distal rca. This restenosis was not within 5mm of the other cypher stents, and was successfully treated with implant of an unknown des. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors, vessel/lesion factors (type c) and procedural factors (no pre-dilation conducted) that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
This (B)(6) male patient underwent stenting of the rca on (B)(6) 2010. The patient received one cypher stent in the ostium of the proximal rca, 2 cypher stents in the proximal portion of the mid rca, and one cypher stent in the mid portion of the distal rca. On (B)(6) 2011, the patient was found to have in-stent restenosis in the cypher stent in the distal rca. This restenosis was not within 5mm of the other cypher stents implanted during the index procedure, and was successfully treated with implant of an unknown des.